Event description:
It was reported that the device needs an air in line (ail) sensor replacement. The case was severely cracked. During case replacement, the ail sensor was found to be cracked, iui's need to be replaced. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 06/18/2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device needs an air in line (ail) sensor replacement. The case was severely cracked. During case replacement, the ail sensor was found to be cracked, iui's need to be replaced. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device needs an air in line (ail) sensor replacement. The case was severely cracked. During case replacement, the ail sensor was found to be cracked, iui's need to be replaced. There was no patient involvement.